Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the implant draining faster and not working was unknown. They also reported the cause of the recharger getting hot and giving inaccurate session reports was unknown. Rep reported the patient has contacted another physician who has agreed for a battery replacement. They reported they spoke with technical services for some troubleshooting tips and they suggested rep adjust the date and time on his programmer to correct the incorrect report data. They also recommended rep change the charging speed to help with the recharging heating up, the patient declined and would not allow the rep to as their battery is dying quickly as it is and they didn't want it to take longer. The patient also refused reprogramming as it is causing more pain than help. The issue has not been resolved. Rep states healthcare provider (hcp) believes it is a fault battery and has submitted an insurance request to replace the battery.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2019: product type implantable neurostim ulator product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97715 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2019; section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator was experiencing several issues. The patient noticed that the stimulation was not working as it used to, and the device was draining faster, necessitating more frequent recharging. Additionally, the rechargers were getting so hot that they melted, and the patient had gone through eight rechargers due to this issue. The session report dates were inaccurate, showing data inconsistencies such as "since last session (B)(6)2019" and a lack of data on the group usage graph. The stimulation usage graph showed data from (B)(6), but it was all 0%, and the recharge diary had (B)(6) as the most recent session. Troubleshooting steps included reviewing the possibility that the inaccurate dates were due to the neurostimulator's incorrect date/time settings, suggesting checking and updating the patient's controllers. It was also suggested to reduce the recharging speed to address the overheating issue and consider replacing the recharger if it continued to get very hot. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. They reported that the healthcare provider (hcp) was told that there was a need to replace the broken lead the day of surgery. The broken lead was replaced by the healthcare provider (hcp) in the allotted time of 90 minutes. The analysis done by a manufacturer representative (rep) clearly shows that the ins is unable to maintain the predicted charge of 1.2 days but rather half that time or less than half that time. Patient said the ins was malfunctioning; the levels of pain that they experienced were significantly higher. Patient became bed bound for months causing cardiovascular and autonomic dysfunction. The patient said that in these last few months it has caused them severe pain and unnecessary permanent damage. The patient¿s child requires constant attention which is nearly impossible without an effective stimulator that is reliable. These mistakes and systemic issues make it nearly impossible to complete their training, and they experienced a significant decrease in quality of life as a result of the malfunctioning of devices. This surgery occurred despite efforts to prove the ins was broken. Patient has two systems implanted. Only was of the systems was replaced.

Manufacturer narrative:
H11: after review it was determined that the complaints are regarding the device with sn: (B)(6) not the device in this report which is sn:(B)(6). See 3004209178-2025-02769 regarding the ins that was the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.